Event description:
It was reported the pump had no audio tone. The customer also stated the basal rates were programmed incorrectly. Troubleshooting was performed and found during the self test the pump did not alarm and found the radio frequency communicator was not on due to the pump set up. The customer also stated the basal rates were programmed incorrectly.

Manufacturer narrative:
Unit had no audio tones during tone check due to broken negative transducer wire. Unit alarmed motor error during basic occlusion test due to a faulty sensor. Unable to perform the occlusion test due to the monitor error alarms. Unit was programmed with the basal rate and was monitored. No basal anomaly were noted. The unit communicated properly with the becton dickinson meter. No radio frequency communication anomaly noted.